Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, inappropriate auto mode switches were observed due to lead noise. The device was reprogrammed. No further information is available.